Manufacturer narrative:
Section d4: the expiration date of the system controller backup battery is 30jun2019. Section d10: the system controller backup battery was returned without the system controller on 16aug2019. Section h4: the manufacture date of the system controller backup battery is 08jun2016 manufacturer's investigation conclusion: the reported event of a problem with the driveline locking door was not confirmed. A review of the submitted log file (87311024) showed 240 events spanning approximately 30 days ((B)(6) 2018 and (B)(6) 2019 per time stamp). It was noted that the timestamps were not correct. The driveline is disconnected on (B)(6) 2018 at 08:32. It is reconnected on (B)(6) 2019 at 07:55 and disconnected again 5 minutes later. There is an indication of struggle to keep driveline in place. A system controller backup battery was returned for evaluation. Based on the submitted log file, the backup battery fault alarm is active at 08:31 due to the battery being passed its expiration. The alarm remains active throughout the remainder of the log file. No other notable alarms were active in the log file. The system controller backup battery returned with a measured voltage of 11.97 volts. The backup battery was able to appropriately operate a pump for at least 15 minutes but had the replace backup battery alarm active on the system monitor. The backup battery was manufactured on 08jun16 and was therefore past its expiration date. A root cause for the reported event was the backup battery being expired. The system controller was not returned for analysis. The provided information indicated that the locking issue resolved after reinserting the driveline. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was requested but not provided. Approximate age of device - 1 years, 1 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Customer report: it was reported by vad coordinator (B)(6) that the patient switched to a backup pocket controller after a red heart alarm. Log file analysis report: log file #1 contained data from (B)(6) 2019 17:11 until the driveline was disconnected on (B)(6) 2019 7:52. On (B)(6) 2019 19:42 a total loss of external power was recorded (reported under MFR# 2916596-2019-03849). This event appeared to have occurred as the patient was attempting to switch from the mobile power unit (mpu) to battery power and it was noted that the event may have been caused by accidentally disconnecting both power leads. On (B)(6) 2019 7:49 another total loss of external power was recorded. This event was associated with a sudden loss of power to both power leads and it was noted this is likely due to the mpu ac power cord becoming disconnected (reported under MFR# 2916596-2019-03807). The log file indicated that the external backup battery (ebb) was used to support the system until a driveline disconnect was recorded (B)(6) 2019 7:52. The patient reported switching to one of two backup controllers. The patient stated that they were unable to make a connection to this controller (reported under MFR# 2916596-2019-03846). It was noted that a log file for this controller would be provided at a later time. It was also reported that the patient attempted to connect to a second backup pocket controller and was captured under log file #2. The patient stated that they were unable to close the locking door of this pocket controller until disconnecting and firmly reinserting the driveline (reported under MFR# 2916596-2019-03847). Log file #2 for this pocket controller indicated that a driveline was connected on (B)(6) 2019 7:55, disconnected on (B)(6) 2019 8:00, and then reconnected shortly after. This log file also recorded pump speeds below the set speed during these events. It was noted that it was unclear whether these events were caused by a partial connection from the driveline to the pocket controller or improper voltage from the ebb. Motor speed was restored to the set speed on (B)(6) 2019 8:01 when the driveline was connected to mpu power. A backup battery fault was recorded ~30 minutes later. It was noted that the ebb would be replaced from this pocket controller. The difficulty connecting the driveline to the two system controllers stated above is also reported against the heartmate ii left ventricular assist system (reported under MFR# 2916596-2019-03849). Additional information was received on 05aug2019 reporting that a controller was exchanged. The primary controller was stated to now be the backup. It was also stated that no products would be returning and no serial numbers would be provided but were documented in device tracking. Also, it was noted the mpu was at home with the patient and was functioning properly. Patient status was reported to be stable. It was noted that the device(s) operated as expected.